Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 250 mg/dl to 300 mg/dl. The location of the leak was at the bottom of the reservoir. Troubleshooting was performed. The product will not be returned for analysis.